Event description:
The hospital reported the caster broke. There was no report the unit tipped or fell. No patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).